Event description:
Attempted CABG totally endoscopic with davinci robot, on a beating heart. Only 1 graft would be performed. Pt was unstable post op requiring a balloon pump and prolonged ventilation. She had a large peri-operative myocardial infarct.